Manufacturer narrative:
Correction: should remove "a root cause cannot be determined from the information provided" and state "no problem was found."

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 369159a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The customer alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: unknown date, inratio inr: 2.0, laboratory inr: 1.56. Therapeutic range: unknown. The time between testing was unknown. There was no reported adverse patient sequela. There was no additional information provided.